Event description:
A nurse reported to baxter an issue related to a damaged uv flash transfer set during use. This product is used for peritoneal dialysis therapy on the homechoice machine. The nurse stated that the spike got damaged in the clean flash while it was being connected to the twin bag. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). In the initial submission, it was reported that a batch would be performed. In actuality, the lot number is unknown, so a batch review was not performed. This complaint was confirmed in the lab for a damaged bent spike tip. The cause was determined to be an assist device issue. Baxter will continue to monitor similar reports to determine if further actions are required.